Manufacturer narrative:
D1 (brand name) has been updated. Hematoma/access site adverse event: the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
D6b: explant date is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 75-year-old male patient presenting for pre-operative placement, scai shock stage d, with a history of known coronary artery disease (cad) and renal insufficiency. The care team reported that the patient developed a noticeable hematoma at the access site, along with bruising below the right armpit. The patient received two units of blood products, and the hematoma resolved. The patient remains on support. The reported hematoma requiring blood transfusion is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support. The hematoma resolved with standard intervention, and it is unknown whether recommended best practices for access management were followed to mitigate risk.

Manufacturer narrative:
D6b: added explant date